Manufacturer narrative:
Findings: unit alarmed button error and had no button response due to corroded keypad traces. Unable to test the low reservoir alarm or unexpected self-test due to no button response. Unit had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that they trying to clear a low reservoir warning and it wouldn't clear. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.